Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # l9312p. The device was returned with the shrouds separated with not all of the internal components returned. In addition, the device was returned with the upper jaw detached not returned and with the I-blade upper tip broken lifted. The device was connected to the generator and it was not recognized. Because the condition of the device not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. Since as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment, no conclusion could be reached as to how the handle got separated. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, probes handle was broken apart while used on the patient. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.